Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that flexible shaft of the device is broken. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a femoral tunnel reaming for acl surgery, when drilling with the clancy flexible drill, the reamer broke. All pieces were retrieved from the patient by drilling outside in with a different reamer to push the broken part into the joint. The procedure was completed without significant delay (25 minutes) using a back-up device (different proximal fixation of the graft : over the post). No patient injury or other complications were reported.